Event description:
Material #: 305620. Batch #: unknown. It was reported that the bd syringe 1/2ml w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: my customer sent me these pictures and wants to know if the manufacturer can explain the liquids he found in 50 needles looking at the pictures I couldn¿t tell he said it¿s not a complaint¿ please see below for his comments. I got an issue about item #: bd-305620 which I have ordered many times. Please find files and share with manufacturer. Since the syringes are individually packaged, it is unlikely that liquid entered them during the distribution process it was reported in 50 ea. It is not a complaint, but just curious. You can see liquid in the needles. Liquid like water come out from part of the syringe. It was reported in 50 each. It is not a complaint, but just curious why it happens.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 2 photos were received and analyzed by our quality team. The photos verify a substance but this is most likely the medical grade silicone lubricant that is used to assemble syringes and ensure that they work properly. The root cause is unknown though without a physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Photo received.